Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon burst occurred. The 90% stenosed target lesion was located in the 90% calcified superficial femoral artery (sfa). During the procedure, the balloon burst before it was inflated to nominal pressure. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 67mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a balloon burst occurred. The 90% stenosed target lesion was located in the 90% calcified superficial femoral artery (sfa). During the procedure, the balloon burst before it was inflated to nominal pressure. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable.